Event description:
It was reported that during the procedure, a 2.5x23 xience v rx stent delivery system (sds) was advanced over an unspecified guide wire toward a heavily calcified, de novo lesion in the distal left anterior descending coronary artery, but was unable to cross the lesion; force was applied and proximal shaft of the xience kinked then separated into two pieces. As the shaft separation site was located outside of the anatomy, the shaft piece was withdrawn from the anatomy; no resistance was felt during withdrawal. Another 2.5x23 xience was used to complete the procedure. There were no reported patient effects and a clinically significant delay did not occur. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation and kink were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.